Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer's blood glucose level was unknown. The customer stated there were no significant events leading up to the button error alarm. Advised customer that the pump will need to be replaced. Advised customer to discontinue use of the pump and revert to the back-up plan per healthcare provider's instructions. Advised that a replacement insulin pump will be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.